Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted the cable of the fenestrated bipolar forceps broke. The procedure was completed with no patient harm, adverse outcome or injury and with a delay of less than 15 minutes. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the cable was in fact broken but could not provide any video footage of reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction : annex code a was updated to a0414. Correction : h8. Was updated to initial use of device.